Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented insertion section, broken light guide bundle at the distal end and a root cause could not be identified. Based on the results of the investigation, the most probable cause of the blackout image was traced to component failure and most probable cause for malfunctions found during device evaluation was failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope had abnormal image during reprocessing. There were no reports of patient involvement.